Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion,prime test and excessive no delivery test. The device monitored in oven for several days and no button error alarm noted. However, pump received with intermittent button response due to corroded keypad traces. No moisture damage found inside the pump noted. Also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, scratched case, scratched keypad overlay and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 319 mg/dl. Troubleshooting was performed. The device was returned for analysis.